Manufacturer narrative:
Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not on a patient. Customer reported that during a routine console checkout of the css console, the redundant, primary controller would not pass validation. The css console was returned to syncardia for evaluation. The controller was removed from the css console and inspected, and it was found to be debris and defect free. It was tested, and it did not pass the right flow portion of the console test validation protocol. The failure of flow on the primary controller was resolved by adjusting the shims inside the three way pilot valve, a/k/a clippard valve. Typically, adjustment is not necessary; however, in some instances, it assists in bringing the waveform into calibration. The primary controller was reinstalled in the css console, and then the css console passed the console test validation protocol. This calibration issue did not present a danger to the operational stability of the css controller but rather presented a borderline waveform which at times was just outside of the acceptable waveform limits, causing calibration failure. This alleged failure mode poses a low risk to a patient because the css console was not supporting a patient when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions, and the css console has a redundant, backup controller.